Event description:
It was reported that the customer dropped the pump which resulted cartridge to be dislodged. There was no adverse impact to the customer's blood glucose. The customer reloaded the cartridge into the pump and resumed insulin delivery.